Event description:
It was reported during an unk procedure that the safety feature did not engage. Opened a new instrument from the same lot and it worked. There was no adverse pt consequence.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.